Manufacturer narrative:
Patient's age and gender was requested, but to date information has not been provided. Information of initial reporter is unknown at this time. It is unknown at this time if the device will be returned for investigation. A follow-up report will be provided with additional information. (B)(4).

Event description:
As reported to arthrocare on (B)(6) 2011, a speedstitch device was bent during shoulder surgery (a slap procedure) on (B)(6) 2011. Allegedly, the needle support shaft on the speedstitch suturing device bent causing the shaft to not fully deploy and causing the needle to get stuck. The surgeon was not able to complete the procedure with the device, therefore, converted to using non-arthrocare mechanical instrumentation resulting in a delay in surgery of approximately 20 to 30 minutes. There was no reported injury to the patient.